Event description:
It was reported that during a surgical procedure, the physician was utilizing a procise ez view plasma wand and the coagulation function did not work. A new arthrowand was retrieved to complete the procedure. No further complications were reported as a result of the event.

Manufacturer narrative:
The pt's age and gender were requested but were not received.